Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform self-test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor noise during rewinding due to motor error alarm. The insulin pump passed idle current test and run current test. No moisture damage on electronics noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. No crack on case between up and down arrows noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer sees fluid in the reservoir compartment of the pump. Customer stated that she also hears a grinding and buzzing noise when she rewinds the pump. Customer's blood glucose was 569 mg/dl at the time of the incident. Customer treated with a bolus from the pump. Customer stated that the reservoir leaked into the reservoir compartment and it smells like insulin. Customer stated that the issue occurred during a basal. Customer stated that the leak is at the bottom of the reservoir. Customer stated that there is a crack on the pump between the up and down arrow button. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.